Manufacturer narrative:
Batch records, final product and qc records were reviewed for lot cov1110092. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process complied with dmr. Test results of retained cov1110092 can meet the qc criterion. We have not found the complaint issue for the retained cassettes. The complaint is not verified.

Event description:
False negative result(s). User believes that they received false-negative results using flowflex. User stated "I used two of them (one for me and one for my ex girlfriend) they both came back negative on (B)(6) 2022. I went to get tested at the va the same day because we both had symptoms and my test came back positive."